Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy, but arctic sun device primed and stopped. Therapy was stopped. Had disconnect and reconnect pads using proper technique and restart therapy. Guided to system diagnostics showed that the system hours were 2540, pump hours were 2418, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 97 percentage, flow rate (fr) was 3.6lpm. Advised biomed might want to consider replacing pump after this therapy.

Event description:
It was reported that the nurse stated that they were trying to start therapy, but arctic sun device primed and stopped. Therapy was stopped. Had disconnect and reconnect pads using proper technique and restart therapy. Guided to system diagnostics showed that the system hours were 2540, pump hours were 2418, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 97 percentage, flow rate (fr) was 3.6lpm. Advised biomed might want to consider replacing pump after this therapy. Per follow up information received via task on 06jun2025, spoke with nurse who stated they experienced no further issues after calling the helpline. They denied tagging this device for biomed. The charge nurse ordered to keep it in rotation because therapy ended without issue. They would have it checked out if they continued to have issues.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause for the reported event could not be determined. It was reported that the nurse stated that they were trying to start therapy, but arctic sun device primed and stopped. Therapy was stopped. Had disconnect and reconnect pads using proper technique and restart therapy. Guided to system diagnostics showed that the system hours were 2540, pump hours were 2418, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 97 percentage, flow rate (fr) was 3.6lpm. Advised biomed might want to consider replacing pump after this therapy. Per follow up information received via task on 06jun2025, spoke with nurse who stated they experienced no further issues after calling the helpline. They denied tagging this device for biomed. The charge nurse ordered to keep it in rotation because therapy ended without issue. They would have it checked out if they continued to have issues. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.